Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1102 mcg/day) via an implantable infusion pump. It was reported that the patient had a MRI (magnetic resonance imaging) performed yesterday and when the device was checked it was found that the pump has been stalling intermittently since july 1st. The caller did not believe there were any electromagnetic resonance imaging present during the time of the stalls. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that when talking with tech support, they said it could have been due to the pump nearing eos but weren't completely sure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the motor stalls was not determined and no actions were taken to resolve the stalls. It was unknown if the issue had been resolved. The patient¿s weight was unknown. The pump was still in use. No further complications were reported.